Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 7 tubes with foreign matter discovered in tube/gel/shield prior to use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x3. Dirty shield x1. Embedded fm in tube x1. Dirty tube x2.

Event description:
It was reported that there were 7 tubes with foreign matter discovered in tube/gel/shield prior to use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x3; dirty shield x1; embedded fm in tube x1; dirty tube x2.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.